Event description:
The account reported that the bed exit alarm and the brake no set alarm have no audible alarm sound. The bed was located in the training room at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the external buzzer was not functioning; the technician did not know the cause of the buzzer not functioning. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.